Event description:
It has been reported to co that during the procedure the device failed to sense, reportedly, on electrodes #3 and #4. There is no report or any pt injury. The device is being returned to the co for evaluation.